Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side "shooting pain, hardness, and textured to smooth implant exchange due to the concerns of the product". Healthcare professional later reported left side capsular contracture baker grade iii and textured to smooth implant exchange due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, deformation device, air void in the gel and red particles in the shell. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side "shooting pain, hardness, and textured to smooth implant exchange due to the concerns of the product". Healthcare professional later reported left side capsular contracture baker grade iii. The device has been explanted and replaced.

Event description:
Device has been explanted.